Event description:
It was reported that this pacemaker was found to be in safety mode after magnetic resonance imaging (MRI). It was programmed into electrocautery protection mode during the MRI as it was non-MRI conditional. Subsequently, the patient underwent a revision procedure, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode after magnetic resonance imaging (MRI). It was programmed into electrocautery protection mode during the MRI as it was non-MRI conditional. Subsequently, the patient underwent a revision procedure, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.